Event description:
Caller reported a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the cartridge alarm and arranged to replace the pump with one that includes updated software, as the current pump was still under warranty. The customer was advised to use multiple daily injections as a backup therapy and received instructions on storing the pump before returning it to tandem. A replacement pump was sent to the customer, who was informed of the steps to follow upon receiving it and instructed to return the problematic pump using a prepaid label. The customer acknowledged all instructions.